Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user error. A technical support specialist checked and confirmed in the reports history that the user had removed the incorrect order, and the system was functioning as designed. Customer permission to close the case was granted through email. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the printer label had printed wrong information. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.